Event description:
Healthcare professional reported, right side deflation. Later, healthcare professional reported, "hole in valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation/valve leak and/or damage: delamination of the diaphragm valve assessed, as adhesive failure. Observed, broken assessed, as surgical damage. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Later, healthcare professional reported "hole in valve". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.